Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were not detected on the bus. A field service engineer isolated the drawer issue by disconnecting the matrix drawers. Drawers 2.1 and 2.2 were visible and operated normally. Drawers 2.1 and 2.2 were then disconnected and matrix drawer 1 was reconnected. However, the issue with drawer 1 persisted. The fse replaced the control board and optical sensors, which restored normal drawer functionality. Drawer operation was verified and confirmed by the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es satxmspx12 module was not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.